Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: e1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and and loss of enjoyment of life. E2330 - captures the reportable event of pain. E0123 - captures the reportable event of nerve damage. F12 - captures the reportable event patient had filed a legal claim.

Event description:
It was reported that the patient with this obtryx system experienced complications including severe pelvic, vaginal, abdominal, groin, labial, and nerve pain, neuropathy, levator/obturator muscle pain, sacroiliac joint pain, myofascial pain, further urinary problems, and loss of enjoyment of life. Additionally, the patient claimed having suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block h2: additional information blocks b5 (describe event or problem) and h6 (patient codes) has been updated based on the additional information received on june 25, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 6, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explanting surgeon: dr. (B)(6). Block h6: e1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E2330 - captures the reportable event of pain. E0123 - captures the reportable event of nerve damage. E2330 - captures the reportable event of pelvic, vaginal, abdominal, groin, labial, nerve pain, levator/obturator muscle pain, sacroiliac joint pain, myofascial pain. E232401 - captures the reportable event of fecal incontinence. E1310 - captures the reportable event of urinary tract infection. E2401 - captures the reportable event of urethral diverticulum and glomerulations. F1903 - captures the reportable event of mesh excision. F2203 - captures the reported event of patient underwent a magnetic resonance imaging. F1901 - captures the reportable event of small periurethral mass excision. F12 - captures the reportable event patient had filed a legal claim.

Event description:
It was reported that after the patient had been implanted with an obtryx system device, she experienced pelvic pain and poorly defined incontinence, which she associated with the placement of the transobturator mesh sling. Subsequently, the patient underwent excision of the mesh sling, excision of a small periurethral mass, and cystoscopy. During the cystoscopy, she exhibited submucosal vascularity that appeared to have characteristics suggestive of possible glomerulations, particularly if her bladder had been further hydrodistended, primarily in the lower half of the bladder. There were no bladder tumors or stones observed. The urinary output was in the normal position and configuration. No mesh was present in the bladder or urethra, and no clear urethral diverticulum was noted. Some gland openings were seen along the urethra, with a small urethral "pocket" located just inside the meatus at the 5 o'clock position. The vaginal mucosa appeared thin over the sling, which had been placed somewhat distally. The mesh was well incorporated and had been removed from obturator to obturator, no longer palpable transvaginally after resection. No injury to the urethra was observed. A small 3x3 mm fibrous mass was excised from the distal left periurethral area, with no evidence of connection to the urethral lumen. The patient tolerated the procedure well. Furthermore, as reported by the patient's attorney, the patient had experienced other symptoms, including vaginal, abdominal, groin, labial, and nerve pain, neuropathy, levator/obturator muscle pain, sacroiliac joint pain, myofascial pain, further urinary problems, and a loss of enjoyment of life. The patient also claimed that she had suffered, or may in the future suffer, damages, including physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On march 21, 2022, she presented for a new consultation regarding urinary and fecal incontinence. She reported a history of hysterectomy with bladder sling and cystocele/rectocele repair in 2019, followed by complications including catheter misplacement and a urinary tract infection requiring emergency care. Since then, she has experienced persistent bladder pain, continuous urinary leakage, and severe fecal incontinence. She expressed emotional distress during the visit. A prior evaluation at another facility was not followed up. The physician diagnosed complications related to vaginal mesh, urinary leakage, and unspecified fecal incontinence. As the clinic does not perform mesh removal, she was referred to another provider for further evaluation and possible surgery. Follow-up instructions and warning signs were discussed.

Manufacturer narrative:
Block h2: additional information: blocks a2 (date of birth), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), and h6 (patient and impact codes) have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 6, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explanting surgeon: dr. (B)(6). Block h6: e1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E2330 - captures the reportable event of pain. E0123 - captures the reportable event of nerve damage. E2330 - captures the reportable event of pelvic, vaginal, abdominal, groin, labial, nerve. Pain, levator/obturator muscle pain, sacroiliac joint pain, myofascial pain. E2401 - captures the reportable event of urethral diverticulum and glomerulations. F1903 - captures the reportable event of mesh excision. F2203 - captures the reported event of patient underwent a magnetic resonance imaging. F1901 - captures the reportable event of small periurethral mass excision. F12 - captures the reportable event patient had filed a legal claim.

Event description:
It was reported that after the patient had been implanted with an obtryx system device, she experienced pelvic pain and poorly defined incontinence, which she associated with the placement of the transobturator mesh sling. Subsequently, the patient underwent excision of the mesh sling, excision of a small periurethral mass, and cystoscopy. During the cystoscopy, she exhibited submucosal vascularity that appeared to have characteristics suggestive of possible glomerulations, particularly if her bladder had been further hydrodistended, primarily in the lower half of the bladder. There were no bladder tumors or stones observed. The urinary output was in the normal position and configuration. No mesh was present in the bladder or urethra, and no clear urethral diverticulum was noted. Some gland openings were seen along the urethra, with a small urethral "pocket" located just inside the meatus at the 5 o'clock position. The vaginal mucosa appeared thin over the sling, which had been placed somewhat distally. The mesh was well incorporated and had been removed from obturator to obturator, no longer palpable transvaginally after resection. No injury to the urethra was observed. A small 3x3 mm fibrous mass was excised from the distal left periurethral area, with no evidence of connection to the urethral lumen. The patient tolerated the procedure well. Furthermore, as reported by the patient's attorney, the patient had experienced other symptoms, including vaginal, abdominal, groin, labial, and nerve pain, neuropathy, levator/obturator muscle pain, sacroiliac joint pain, myofascial pain, further urinary problems, and a loss of enjoyment of life. The patient also claimed that she had suffered, or may in the future suffer, damages, including physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.